Event description:
During service at baxter, a technician reported that the colleague infusion pump's event history was found to contain a malfunction of an 810:04 failure code caused by a faulty ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not reproduced. The assignable cause was the ail pcb on channel a out of calibration. The channel a pumphead module was replaced.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).